Event description:
It was reported by the clinician that they had difficulty removing the percutaneous thrombolytic device (ptd) from the pt and oral nitroglycerine was used to assist with removal. There were no pt complications reported.

Manufacturer narrative:
Follow-up report will be filed if add'l info becomes available.